Event description:
Surgeon reported that a pt at the one month post op examination, following a lasik treatment, exhibited an induced astigmatism of + 0.7 diopter in both eyes and over corrections of +1.25 in the left eye and +1.5 in the right eye.